Event description:
It was reported that the patient had manufacturer implant for her bladder. She had autonomic failure and her intestines have quit working. The patient was trying to locate a new managing hcp(healthcare provider) for bowels and intestines in her area. The patient confirmed the autonomic failure and intestine problems existed prior to having neurostimulator implant, and these were the reasons why she needs neurostimulator. The patient later states she had the autonomic failure and she knew all her "automatic functions were going to quit" but it didn¿t actually quit until she moved a couple years ago. She reports her bowels had quit working now, which the patient states started on (B)(6), when she had a egd(esophagogastroduodenoscopy) and colonoscopy done. She went 40 days without having a bowel movement and had to be put in the hospital. She now goes anywhere from 15 to 20 days or more, and right now she was on 21 days without having a bowel movement. Also reports the pain was horrible. The longer it goes that she can¿t use the bathroom; her stomach swells, and the pain in her stomach was unbearable. The patient can be walking and the pain will drop her to the floor. Patient services clarified that the pain was intermittent which gets worse the longer she can¿t have a bowel movement, happening since (B)(6). Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
The previous information was reported in error. The previously reported event was corrected and reported under manufacturer report # 3004209178-2015-04626.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v243906, implanted: (B)(6) 2009, product type lead. (B)(4).